Event description:
Patient alleges "personal injuries" from use of polar care 300 cold therapy on right knee. Patient used device from (B)(6) 2010 and reported the personal injuries after (B)(6) 2010.